Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient complained regarding high blood glucose (bg) levels after changing their infusion twice. The current bg value is 310 mg/dl. The patient treated the high bgs using the insulin pump and manual injections. The cannula was bent. The bent cannula may have contributed to the high bgs. The bent cannula occurred on the first day of use, and the infusion set has been in use for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6).

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.